Event description:
Reportedly, on (B)(6) 2025, during normal operation, the tablet experienced a complete system freeze and did not responding to any touch inputs and hardware buttons. Attempts to reset the device using standard button combinations (p1+p2) had no effect. Because the system was unresponsive it was advised to remove the battery. After reinsertion the device powered on successfully and returned to normal functionality.

Manufacturer narrative:
Analysis of the provided files did permit to confirm that an abnormal stop of all activities occurred on the programmer on (B)(6) 2025. This stop occurred specifically during a patient file anonymization and export process. No additional findings were visible on the files. Considering that a complete freeze was reported, including that p1+p2 buttons did not work, the event was most probably caused by a "system hang". A "system hang" correspond to a complete cessation of the device inputs (screen and buttons) due to a low-level conflict or resource lock. In this case, it is not related to the smartview software but to the operating system, firmware, bios and/or driver level. A hard reboot of the device should resolve the event. This case is retained and utilized for trend purpose.